Manufacturer narrative:
As noted in a literature publication by tebaldi et al comparison of verapamil versus heparin as adjunctive treatment for transradial coronary procedures: the vermut study, cardiology 2018;140:74¿82 reports 2 cases of radial artery dissection. Coronary artery angiography was performed with a 6-fr super torque plus diagnostic catheter in both procedures. The devices were not returned for analysis. Product history review could not be performed due to the device lot numbers being unknown. The adverse events of artery dissection cannot be confirmed due to the nature of the events and the relationship to these devices. The devices were not returned for analysis and procedural films were not provided. The exact cause could not be determined. Per the instructions for use, which is not intended as a mitigation ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include but are not limited to the following: air embolism, hematoma at the puncture site, infection, perforation of the vessel wall.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. (B)(4).

Event description:
As noted in a literature publication by tebaldi et al comparison of verapamil versus heparin as adjunctive treatment for transradial coronary procedures: the vermut study, cardiology 2018;140:74¿82 report 2 cases radial artery dissection. Coronary artery angiography (caa) was performed with 6-fr super torque plus diagnostic catheters in all procedures.